Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4); manufacturing date: 26. Feb. 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2017 for an ankle fusion, unknown side. During the surgery, as the surgeon was inserting a 6.5mm headless compression screw, the tip of the screwdriver broke into the head of the screw and was easily retrieved. There were no issues reported with the screw. A standard x-ray confirmed that no fragments remained in the patient. It was reported that another screwdriver was available and was used to implant the same 6.5mm headless compression screw. Surgery was completed successfully with a delay of approximately three (3) minutes while the new set was opened. Patient is reported as stable. Concomitant device reported: 6.5mm compression screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) screwdriver this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The hex tip has sheared off as reported. A portion of the hex tip still remains on the returned driver. The fracture angle is transverse and jagged. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The inside diameter/cannulation at the tip near the breakage measured 2.97 mm (best fit gauge pin gp32) at cq which is within specification of 2.90 mm - 3.0 mm per screwdriver shaft component drawing. The hex tip point to point width near location of breakage was measured in 3 locations at cq and ranged from 4.45 mm - 4.48 mm (calipers ca592) which is within specification of 4.40 mm - 4.50 mm per screwdriver shaft component drawing. The hex tip flat to flat width near location of breakage was measured in 3 locations at cq and ranged from 3.98 mm - 3.99 mm(calipers ca592) which is within specification of 3.90 mm - 4.10 mm per screwdriver shaft component drawing. Drawing review was completed. No product design issues or discrepancies were observed. Root cause was determined as likely due to off-axis force as evidenced by the transverse and jagged break profile. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.